Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose coupler stopper and loose optics in the lens and blurry image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the coupler is loose due to loose coupler stopper and loose optics in the lens and blurry image due to moisture inside the ccd lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device coupler is loose. The issue occurred during reprocessing. There were no reports of patient involvement.